Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal swab. Pcr confirmation testing on a new sample generated negative results. The customer stated the patient was symptomatic with a fever . The customer confirmed there was no patient harm due to the test results. Per the customer, information regarding delay/impact of treatment is unknown.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m140445 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m140445 test base part number 190-430 / lot: m140455. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m140455 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfile was not provided, however a possible assignable root cause is sample interference or cross contamination.